Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga qi 4006 laser console was used in a spyglass case procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was connected to the laser unit it showed that it was used 8 times and before proceeding to the setting, an error message popped up. Reportedly, the error message was system error 1105 "check door interlock" appeared on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the reported serial number (B)(6) does not populate in the gcms system. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: d4 (model number, lot number, serial number)

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that an auriga qi 4006 laser console was used in a spyglass case procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was connected to the laser unit it showed that it was used 8 times and before proceeding to the setting, an error message popped up. Reportedly, the error message was system error 1105 "check door interlock" appeared on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.